Event description:
And previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, swelling, bleeding, increased sensitivity, abscess and inflammation. No further patient complications were reported.